Event description:
The customer reported via phone call they had air bubbles in the reservoir. Customer's blood glucose was 185 mg/dl at the time of the incident. Customer needed assistance with changing their infusion set. Customer treated with a bolus but has not contacted their health care professional regarding their unexplained high blood glucose. Troubleshooting was performed and 2 bubbles were found near the reservoir and 1 large bubble was in the reservoir. Customer reported that the insulin was not stored at room temperature. Customer did not have a tubing clamp and will need to call back to complete the high pressure test to confirm if the pump can detect an occlusion. Customer will be sent a tubing clamp and was advised to do a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.